Event description:
Device 1 of 2. Reference MFR report #1627487-2014-12815. It was reported the patient lost stimulation suddenly in the right upper extremity. Diagnostic testing revealed high impedances. The patient is pending x-rays.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #1627487-2014-12815. It was reported the patient's x-ray was inconclusive. Surgical intervention is planned to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.